Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed to deliver a pulse. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. As received, the monitor failed to deliver a pulse. The cause of the failed pulse deliver was isolated to an intermittent signal from pin 7 of component u1 (switching regulator). The root cause of the intermittent signal was unable to be positively identified. No adverse event resulted from the defective monitor.